Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the vertek arm was damaged and would not tighten. A different vertek arm was used for a subsequent procedure. There was no patient present at the time of the issue.

Manufacturer narrative:
The vertek arm was returned to the manufacturer for analysis. The unit was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.